Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened, ui pcba was detached and the receiver log was downloaded. A review of the receiver log found no data was observed in log within the investigation window. Receiver test was attempted, unable to run functional tests due to perpetual rebooting. The reported event of initializing screen without manual restart was undetermined because receiver perpetually rebooting and no data was observed in log within the investigation window. A root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.